Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient woke up and didn't felt any symptoms of hypoglycemia, the cgm reading was 71 mg/dl and there were no bg values taken. The patient went to get a snack of fruits and felt like choking on them and then she experienced seizures. The patient´s mother assisted her and treated with glucagon injection. The patient was recovering and there was no ems called. At the time of the report the patient had a virtual consultation from her endocrinologist and she was advised that they were going to switch their sensor to medtronic so that she can have an automated insulin looping for her pump. At the time of the call the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.